Event description:
Discordant total protein ii urine (upro_2) results were obtained for csf samples on an advia 1800 for two neonatal pts. The results were reported to the physician who questioned the results. The samples were retested on the instrument by making a manual dilution and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant upro_2 results.

Manufacturer narrative:
The customer called the technical service center and complained that the instrument was not performing dilutions on reanalysis of total protein ii urine csf samples. The technical specialist worked with the customer via telephone and learned that the customer's (B)(6) is sending sample type as serum to the instrument for csf upro_2 samples, rather than sample type urine. The technical specialist had the customer check the reanalysis settings for serum and found that the settings were not correct. The technical specialist walked the customer through making changes to reanalysis conditions and triggers for serum to match that of urine. The instrument is performing within specifications. No further evaluation of the device is required.